Event description:
It has been reported to philips that the data monitor displays a blue screen. Additional information received from the philips field service engineer (fse) indicated that the system was not in clinical use at the time of the event, and there was no reported patient or user harm. Further, the fse clarified that the device was not starting. The fse inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the software. After returning the software from backup, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) performed the functional analysis and confirmed that device was booting but data monitor was not booting with blue screen. Rse rebooted the system and switched the system off/on, but there was no improvement. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Analysis of the log file indicated that the malfunction ¿display blue screen¿ could not be found. Troubleshooting actions showed that the software was corrupted and the fse resolved this issue by reverting the software from the backup . After reverting the software from the backup, the system was returned to use in good working order. The codes were updated based on the investigation outcome.